Event description:
It was reported that intra op during fess procedure, when the doctor used the blade for about 5 minutes, he found that the inner shaft broke at the middle end. So, the doctor changed a new blade to complete the surgery. There were no fragments/pieces detached from the broken blade. There was no patient impact.

Manufacturer narrative:
H3: product analysis found that visually, the device was returned in a broken condition. There were traces of contamination found at the distal end of the device and on the inner hub. There was no damage found on the outer tube and the outer hub. There was also no damage found on the inner hub (seal was intact). However, the inner shaft was broken. The broken shaft measured 0.565 inches from the distal end of the inner hub to the broken point. Functional testing could not be performed due to the broken state of the device. A review of the global complaint data showed no other complaints about this lot number. In the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.